Event description:
Particulates floating in pre-filled 10ml sterile water syringe from medline foley catheter tray. Reference # uro175816. Lot # (10)23lbk810. Particulates were observed before product was used on patient in the operating room. Refer to add'l documents in i2k.